Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed a gradual lead impedance increase from 500 ohms to 1700 ohms since the last three months follow up visit. In addition, increased threshold measurements were displayed. Electronic lead repositioning was performed resulting in decreased threshold measurements. Myopotentials revealed no issues. No sensing issues were revealed. An internal technical service consultant was contacted. A decision was made to leave this lead implanted and further monitor. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.